Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email - attached in complaint object: failure found during routine preventative maintenance testing, no patient was involved. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. The device was started and alarmed ec43984 which is an issue with the circuit board. The circuit board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 43984. No adverse effects were reported.